Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. The report comes from dr. (B)(6) at (B)(6) in (B)(6) concerning a v18 0.018" x 300 cm guidewire manufactured by: boston scientific. It was reported that during the cardiomems implant procedure, the patient started coughing and hemoptysis occurred shortly after the cardiomems delivery catheter was retracted, only a 7 fr swan-ganz remained in place. A perforation in the distal left pa branch was confirmed via angiogram, and the patient was intubated and successfully underwent coil embolization treatment. The patient was transferred to the ICU in stable condition and suffered minimal blood loss. The patient was discharged home as of (B)(6) 2025. It was confirmed by the physician that the cause of the perforation was the v18 guidewire slipping too distally. The physician did not believe that the patient had abnormal anatomy that could have contributed to the perforation. Vascular access - right ij. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).